Event description:
It was reported that the pump gives intermittent communication module alarm.

Manufacturer narrative:
B5: additional information received and attached by ICU medical on (B)(6) 2022. This pump did not have patient involvement. Problem discovered during setup.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02514. The report was submitted in error.